Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-oct-2019 with the following findings: a visual inspection of the pump revealed the audio bolus button cover was detached/missing from the pump. The audio bolus button response testing failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.